Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit including a guidewire inside the advancer assembly, arrow raulerson syringe, dilator, catheter clamp, catheter clamp fastener, and 2-lumen catheter for analysis. Signs of use in the form of biological material were observed on the returned components. Visual analysis revealed a misshapen j-bend and a bend in the guidewire body. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The bend in the guidewire was located 410 mm from the proximal end. The overall guidewire length measured 601 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured 0.800 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through the returned arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. One bend and a misshapen j-bend were observed on the guidewire body. The guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, during catheterization performed by the anesthesiology department, the swg was found kinked during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, during catheterization performed by the anesthesiology department, the swg was found kinked during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".